Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The cause of the high number of platelets in the patient samples and in the qc results was the aspiration probe being partially obstructed. To resolve the issue the fse replaced the aspiration probe. Bec internal identifier - (B)(4).

Event description:
The customer reported platelets (plt) running high for all patient samples and qc on their coulter ac·t diff 2 analyzer. Erroneous results with high platelets count were generated for this event. However, the erroneous results were identified by the customer and were not released from lab. There was no impact to patient treatment as a result of the reported event. Neither patient data or raw data were provided by the customer for this event.